Manufacturer narrative:
B)(4). Batch # t5ar1m. Device analysis: the analysis results found that a sr75 reload was received with no apparent damage. The reload had the knife exposed, unfired and with the swing tab in the unlocked position. The reload was tested for functionality with a test device and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, prior to insertion to the body, the knife advanced slightly. A new reload was used for the surgery.